Event description:
It was reported that during a hip procedure on an unknown date, the apical screw went through the hole of the cup shell. The surgeon removed the screw and replaced it with a new apical screw. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Only the apical screw and packaging were returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The product returned from the field has been evaluated and determined to be conforming to product drawing specifications. The most likely cause for the apical plug going through the hole completely is due to inaccurate insertion of the plug therefore damaging the tabs. The apical plug was however tested for fit and function with a shell from are stock and was deemed completely successful.